Manufacturer narrative:
On (B)(6) 2017, zyno medical performed testing on 10 unused administration set from the same lot regarding the user-reported leaking issue at the air-vent of the administration set. No fluid leakage was observed from the air-vent of the administration set and thus the user-reported complaint could not be confirmed. Details of the testing can be found in the report attached.

Event description:
This is the second follow-up for the initially filed MDR (3006575795-2017-00222).

Manufacturer narrative:
The customer will be sending an unused sample tubing with the same lot number for evaluation. The manufacturer is still waiting for the arrival of the IV set.

Event description:
The user reported that an IV set had a leaking issue from the air vent: "when they are infusing gamma guard, they are opening the air vent on the drip chamber and solution is coming out of it. In addition, when they are infusing the gamma guard (from a glass bottle), the tubing becomes full of air and the amount of air in the length of the tubing segment of the pump. The air sensitivity on the pumps is set at the highest setting. The sensitivity of the pumps was set at .14 (ml). The highest setting." The associated pumps did alarm for air-in-line. No patient injury or harm occured in this case.

Manufacturer narrative:
The manufacturer completed the testing on 07/05/2017 and was unable to duplicate the reported issue on an unopened IV set from the same lot. Zyno medical was unable to obtain the same solution (ivig solution) used when the user observed the air-in-line issue and thus used saline for the testing. Details of the test results can be found in the attached report. (B)(4)

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00222).